Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Additional concomitant medical products: 00434901500, base plate 15 mm post length uncemented, lot 64015482. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06386.

Event description:
It was reported that during a primary shoulder procedure, the surgeon had prepared the glenoid to accept a 15 mm reverse baseplate. The baseplate was inserted and impacted into the glenoid. When the surgeon attempted to remove the inserter, it was wedged onto the baseplate, and would not release. The inserter was extracted with the baseplate still attached to it. The surgeon had to switch to a 25 mm peg reverse baseplate due to excess loss of tissue that occurred during the manipulation of the 15 mm reverse baseplate. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, the inserter seized with the baseplate and could not be disassembled. The inserter had a potential field age of 7 years. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.